Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/06/2015 with the following findings: investigation revealed damaged and torn audio bolus button cover; however, the abb was still found to be responsive. The display screen was also found to be faded and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damaged and torn audio bolus button (abb) cover; however, the abb was still found to be responsive. The display screen was also found to be faded and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/06/2015.